Manufacturer narrative:
Following the submission of the initial MDR, it was determined that non- bd product was reported, and the complaint will be cancelled. The associated MDR will be void.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: unknown 30g injection needle batch#: unknown verbatim: the report states, "syringe leaked when priming needle for treatment." Confirmed via phone call to the eye clinic that the leak occurred between the needle and the syringe after the filter needle was removed and a 30 gauge needle was attached. No visible cracks on the syringe it was confirmed by the hcp that there was no harm to the patient or the caregiver.